Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. However, products from the same lot were provided; therefore, an investigation will be conducted with the samples provided. In addition, since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, the complaint is considered closed.

Event description:
Rep reported that the strips were shredding. Surgeons were concerned about infection from the cotton being left behind.